Event description:
It was reported that a device had an inoperable keypad (some of the buttons give a double entry). There was no pt incident reported.

Manufacturer narrative:
(B)(4). Baxter is currently evaluating this device. A supplemental will be submitted when the device evaluation is complete.